Event description:
It was reported via medsun (B)(4) that balloon rupture occurred and additional intervention was required. The 3.50mm x 20mm nc emerge balloon was selected for use. The balloon ruptured inside the patient due to calcium. Several attempts were made to remove the balloon. An intra-aortic-balloon pump was inserted, and the patient was sent to surgery.

Manufacturer narrative:
B3 date of event was estimated as the date of event was reported as (B)(6) 2026. Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is likely that the lesion anatomy contributed to the reported event.

Manufacturer narrative:
B3 date of event was estimated as the date of event was reported as feb-2026.

Event description:
It was reported via medsun (B)(4) that balloon rupture occurred and additional intervention was required. The 3.50mm x 20mm nc emerge balloon was selected for use. The balloon ruptured inside the patient due to calcium. Several attempts were made to remove the balloon. An intra-aortic-balloon pump was inserted, and the patient was sent to surgery.